Manufacturer narrative:
The conformable gore® tag® thoracic endoprostheses with active control catheter shaft and handle were received by gore from the facility, and an engineering evaluation was performed. During investigation, it was confirmed that the trailing end of the catheter was not attached to the catheter hub or deployment handle. The guidewire lumen did not appear to be physically damaged. As part of the investigation, the handle cover was opened, and the hub was identified as remaining in the handle. No damage was evident on the catheter or handle. The findings from the evaluation were consistent with the reported procedural observations. However, the root cause for the handle separating from the catheter could not be determined with the currently available information. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019 a conformable gore® tag® thoracic endoprosthesis with active control was implanted as part of a thoracic endovascular aortic repair. During the procedure, the stent graft was advanced and deployed without any reported issues. However, upon withdrawal of the delivery catheter, the catheter shaft reportedly became separated from the handle and remained inside the patient. The physician was able to successfully remove the catheter shaft together with the guidewire, and the procedure went forward to completion without any further reported complications. The patient tolerated the procedure. The catheter shaft and handle have been returned to gore for further analysis.